Manufacturer narrative:
During ge healthcare technician checkout, it was noted that the unit had a leakage between 4.5l & 9l from the bag to vent switch and the switch was stuck at the vent mode. The bag to vent switch has been replaced to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the bag to vent switch was faulty. There was no reported patient involvement.